Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: do you have the linx product code? ¿ no, facility has declined to provide any additional information regarding this pc. Do you have the lot number and serial number (if applicable)? - no, facility has declined to provide any additional information regarding this pc. On what date was the device implanted? Unknown. Was the device explanted as scheduled (B)(6) 2021? Yes. Were there any intra-operative complications during implant? Unknown, facility has declined to provide any additional information regarding this pc. Was there any hiatal or crural repair done at the same time as the implant? Unknown, facility has declined to provide any additional information regarding this pc. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Facility has declined to provide any additional information regarding this pc. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Unknown, facility has declined to provide any additional information regarding this pc. Can you share the results of the diagnostic tests? No, facility has declined to provide any additional information regarding this pc. Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Unknown, facility has declined to provide any additional information regarding this pc. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Facility has declined to provide any additional information at this time. When using the linx sizing device what technique was used to determine the size? Facility has declined to provide any additional information at this time. How severe was the dysphagia/odynophagia before intervention? Facility has declined to provide any additional information at this time. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Facility has declined to provide any additional information at this time. Besides the reported dysphagia, what was the reason for removal of the linx device? Facility has declined to provide any additional information at this time. Was the device found in the correct position/geometry at the time of removal? Facility has declined to provide any additional information at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient has been having difficulty with swallowing and is having the linx device explanted. The procedure is scheduled for (B)(6) 2021.